Event description:
During surgery to remove and replace both of my mentor breast implants due to capsular contracture, my surgeon discovered that my right breast implant was ruptured and the anesthesiologist discovered silicone in a lymph node in my right underarm while doing a pec nerve block under ultrasound. I have 2 or more lumps in my right and left underarm that are firm and tender and I feel small lumps in the outer quadrants of both breasts. My right breast aches and I have pain in my sternum.